Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased 23 months in a 12 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appears to be depleting more quickly than expected and device replacement was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased 23 months in a 12 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appears to be depleting more quickly than expected and device replacement was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.